Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to customer's blood glucose .the distributor received the pump for investigation and found the pump working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.